Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the polygraph was not seen in the examination room. Analysis of the system log file does not contain splitter malfunction. During troubleshooting, the fse found that the polygraph was not seen in the flexvision because the image coming out of the polygraph is divided with a splitter that did not work. The fse removed it and connected directly to the flexvision and replaced the dvi splitter to fiber adapter on the vwcb (video wall connection box). After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device was unable to perform imaging. The system use at the time of event was in clinical use. There was no harm reported. Philips has started an investigation of this complaint.